Event description:
It was reported that the pcu lost power and did not save the existing profile and also experienced system error 121.2000. The event occurred on (B)(6) 2024 at approximately 11:36am, when the entire facility lost power. All of the pcus that were used on patients triggered an alarm and had a red blinking led. The nursing staff had to turn the devices off and on to see if the existing profile that was given to the patient before the power loss was still there. The nursing staff had lost the previous profile that was entered and they needed to re-enter all of the data again. There was patient involvement and no harm. Although requested, further information was not provided.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: unique device identifier (UDI)#. Additional information: manufacturer narrative. Investigation summary: the reported issue where the pcu lost power and did not save the existing profile and also experienced system error 121.2000 was confirmed and replicated during laboratory testing. However, the laboratory testing that produced the reported error was beyond the voltage specifications of the 24v switching power supply. ¿ the review of the error log the pcu showed that error code 121.2000.2 occurred on 24 september 2024 at 11:36 am. ¿ the review of the battery and event logs of the suspect pcu showed that the device switched intermittently between ac power and battery on 24 september 2024 at 11:36 am. ¿ when a pcu is subjected to voltage dips that do not meet the requirements of the switching power supply, the changing voltage can be misinterpreted by the pcu's software as the device being repeatedly plugged in and unplugged from ac power. As a result, the software may turn the ac and battery lights on and off on the pcu's front panel, causing them to flicker rapidly due to the quick succession of events. ¿ the pcu was not designed to handle this situation in a prolonged condition, and as a result, the system responded by writing many alternating messages to the battery log (ac_power_on & ac_power_off). ¿ when the reported error is generated, the system records the error message ¿communications failed¿ to the battery log, with the details listed as ¿failure = psp transmit overrun¿ and an error code of ¿121.2000.2; failure = comm failure is written to the error log. ¿ replicating the error event only occurred when the input voltage was far outside the bd alaris system design requirements for ac power input. Testing through showed that the pcu power supply and battery is within specification. ¿ per the bd alaris system error tipsheet, when a system error occurs, operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). ¿ obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. ¿ the device was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue the pcu lost power and did not save the current profile is due to system error 121.2000.2 being attributed to an intermittent ac input voltage drop which is below the bd alaris system minimum ac voltage specification. It was reported at the time of the incident the facility had lost power.

Event description:
It was reported that the pcu lost power and did not save the existing profile and also experienced system error 121.2000. The event occurred on 24sep2024 at approximately 11:36am, when the entire facility lost power. All of the pcus that were used on patients triggered an alarm and had a red blinking led. The nursing staff had to turn the devices off and on to see if the existing profile that was given to the patient before the power loss was still there. The nursing staff had lost the previous profile that was entered and they needed to re-enter all of the data again. There was patient involvement and no harm. Although requested, further information was not provided.